Event description:
It was reported that the patient received inappropriate therapy from the right ventricular (rv) lead due to a suspected lead fracture. It was noted high rv pacing impedance was observed, along with oversensing of noise on the electrogram (egm) during manipulation. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.